Event description:
N/a

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. Checked the connection of the connector around the monitor's board. Inspected according to the service manual and found to be good.

Manufacturer narrative:
Due to character restrictions in block e1. E1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) screen flickering occurred. No harm or injury reported